Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain female, heavy periods, uti, hematuria, urinary frequency, flank pain, depression, abortion spontaneous, parity 2, multi gravida, urticaria localised, rash, nickel allergy and smoker. The patient had a family history of ovarian cancer and breast cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2906 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: bilateral essure device related to metallic density along the uterus noted [hysterosalpingogram] on (B)(6) 2015: bilateral micro-inserts were identified uterine cavity: the endometrial cavity was noted to be normal in configuration without filling defects. Implant position: right: satisfactory, grade 2 left: satisfactory, grade 2 tubal patency: right: patent , category 3 left: occluded, category 1 impression : 1. Bilateral micro-inserts in satisfactory position 2. Patent right fallopian tube. 3. Left fallopian tube is occluded; on (B)(6)2016: bilateral micro-inserts were identified uterine cavity: the endometrial cavity was noted to be normal in configuration without filling defects. Implant position: right: satisfactory, grade 2 left: satisfactory, grade 2 tubal patency: right: patent , category 3 left: patent, category 3 there is also evidence of venous intravasation [pathology test] on (B)(6) 2023: final pathologic diagnosis a. Fallopian tube, salpingectomy - right fallopian tube with essure: -no pathologic diagnosis b. Fallopian tube, salpingectomy - left fallopian tube with essure: -no pathologic diagnosis c. Endometrial curettage - endometrial curettings: -inactive endometrium with decidua-like stromal change suggestive of exogenous hormone effect clinical history she presents for her preoperative visit for her l/s salpingectomy and hsc. She has essure devices and pelvic pain and abnormal uterine bleeding. Gross description: right fallopian tube with essure paratubal cysts: multiple, 0.1 cm, each lumen: patent and a silver metallic coil is identified left fallopian tube with essure lumen: patent and a silver metallic coil is identified specimen(s) received a:fallopian tube, salpingectomy - right fallopian tube with essure b:fallopian tube, salpingectomy - left fallopian tube with essure c:endometrial curettage - endometrial curettings [ultrasound scan] on (B)(6) 2023: findings:uterus: measures 5.3 x 3.9 x 8.3 cm. Essure on the left is seen at the left peripheral of the uterus. Essure on the right appears to be partially in the right adnexa. Endometrium: measures 5.7 mm. There is an echogenic structure adjacent to the fundal portion of the endometrium on the right measuring up to 6 mm, cannot exclude a broken piece of essure. Impression: essure on the left is seen at the left peripheral of the uterus. Essure on the right appears to be partially in the right adnexa. There is an echogenic structure adjacent to the fundal portion of the endometrium on the right measuring up to 6 mm, cannot exclude a broken piece of essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Reporter & patient information updated. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2873 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2873 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.